Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. We haven't received any response yet through our good faith effort.

Event description:
It was reported that the wire was sheared distally. An amplatz super stiff guidewire was selected for use. However, when it was inserted, the wire sheared distally. The procedure was completed by replacing the wire. There was no patient complications noted as a result of this event.